Event description:
A serious burn through the chest wall occurred during a lung ablation with multiple probes. This may have been due to operator inattention. The operator stated the burn was his fault and that the probe did not malfunction.